Event description:
During a hernia procedure, the reducer part came off. The doctor picked it out of the pt's body completely. Another device was used to complete the case. There were no adverse consequences to the pt.